Event description:
It was reported the pt has severe spinal stenosis. It was also reported the pt's scs system never provided her effective pain relief. Subsequently, the pt will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.